Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient pulled the right ventricular (rv) lead, probably after the original implant and the lead dislodged. High thresholds were noted and tissue was found intact on the lead helix. It was also reported there was early battery depletion on the implantable pulse generator (ipg). The lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.